Manufacturer narrative:
N/a.

Event description:
The following has been reported: no error code. Pressure sensor defective on the bottle side reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.